Event description:
Report received of an overdelivery. The pump was received by the user facility's biomedical department with an unsigned note that stated, "was set in epidural, continuous mode only, 5mg/cc at 3mg/hr, bag volume was 100mg. All values were programmed in mg, not cc's. Machine 'said' it infused 46ml with approximately 50 left but the entire 100ml bag was empty. Was programmed to infuse for 33 hours, but emptied the bag in 16 hours then alarmed 'empty'." The customer was contacted for additional information. In 10/02, the medication administration record showed that the patient was receiving a continuous infusion of morphine 5mg/ml via an unspecified route with a rate of 2mg/hr, an unspecified container size, and a 4-hour limit of 8mg. At an unspecified time on that day, the rate was increased to 3mg/hr. There was no patient injury reported. Though requested, no additional information was available.